Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of hypertension, hyperlipidemia, chronic renal disease, colon cancer, hiatal hernia, inguinal hernia, leukopenia, kidney stones and shortness of breath on exertion. The patient is reported to have had a recent history of bilateral deep vein thrombosis (dvt). The indication for the filter placement was reported to be the progressive dvts despite anticoagulation therapy. More than ten years after the filter implantation, the patient underwent a CT scan for chronic leg pain and edema. The CT scan revealed inferior vena cava (ivc) and bilateral iliac vein stenosis with dilated collaterals within the pelvis and peritoneum. The following day, the patient underwent an attempt to re-cannulate the ivc and bilateral ilio-femoral veins. Obtained images were consistent with chronic occlusive ileo-caval thrombus extending into the filter. At that point, the planned procedure was abandoned. Approximately three months later, the patient was admitted to hospital with a syncopal episode with st-elevation myocardial infarction. This was treated with the implantation of two drug-eluting stents in the right coronary artery. More than twelve years after the implantation, the patient underwent a CT scan revealed a well-positioned filter without evidence of complications and extensive post-surgical changes of the abdomen with extensive portosystemic collateral veins, calcified cholelithiasis and degenerative changes of the lumbar spine. Further review of the CT scan images noted that filter struts had perforated outside the ivc with perforation of the vertebra, mesentery and aorta by up to 4mm. The CT scan also noted that the filter was tilted and there was a calcified chronic thrombosis of the ivc. Approximately thirteen years after the filter implantation, the patient became aware that the filter was associated with blood clots, clotting and/or occlusion of the ivc. The patient also reported that they had undergone an unsuccessful percutaneous filter retrieval attempt. Evidence of this retrieval attempt were not provided. The patient further reported having experienced anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc, mesenteric and aortic perforation and retrieval difficulty events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, clotting, stenosis, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Collateral circulation is the circulation of blood established through enlargement of minor vessels and anastomosis of vessels with those adjacent parts when a major vein or artery is functionally impaired. It does not represent a device malfunction and may be related to underlying patient related issues. Due to the nature of the complaint, the reported myocardial infarction experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced the reported events include patient, pharmacological, lesion characteristics or other comorbidities and not necessarily related to the implantation or malfunction of the filter. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
About a year and nine months after the approximate date of filter implantation, the patient underwent after a computed tomography (CT) scan, revealing obstructing stones in the right and the left ureter. The patient had a cystourethroscopy, bilateral retrograde pyelogram and insertion of bilateral ureteral stents for bilateral ureteral obstruction with acute renal failure, cholelithiasis and ascites around the liver and right basilar atelectasis were reported in the CT as incidental findings. The patient was noted to have a history of hypertension, hyperlipidemia, bilateral deep vein thrombosis (dvt) and status post inferior vena cava (ivc) filter implant. The filter was indicated for bilateral dvt¿s and progression of dvt while on anticoagulation. Approximately ten years and seven months post implant, the patient underwent a computed tomography angiogram (cta) for chronic leg pain and edema. The evaluation noted an ivc filter with stenosis of the ivc and iliac veins bilaterally with dilated collaterals within the pelvis and peritoneum. Incidental findings also noted an exophytic lesion of the left kidney, diverticulosis and gallstone. The following day the patient underwent an attempt to recannulate the ivc and bilateral iliofemoral veins. The findings of the procedure were consistent with chronic occlusive ileocaval thrombus extending into the ivc filter, as such the procedure was discontinued. About ten years and eleven months after the filter was implanted, the patient was admitted to the hospital following a syncopal episode with st-segment elevation myocardial infarction, resulting in two drug eluting stents implanted in the right coronary artery. Approximately twelve years and eight months post implant, a CT scan was indicated for filter evaluation. The initial results of the scan noted a well-positioned ivc filter without evidence of complication and extensive post-surgical changes of the abdomen with extensive portosystemic collateral veins, calcified cholelithiasis and degenerative changes of the lumbar spine. An additional review of the scan noted 4mm vertebral, 3mm mesenteric and 3mm aortic perforation, tilting, ivc stenosis, and calcified chronic thrombosis in the ivc. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, perforation of struts into organs, filter tilting and embedded in wall of the ivc, blood clots, clotting, occlusion of the ivc and stenosis, becoming aware of these events about thirteen years after the approximate date of implantation. The patient additionally reports undergoing an unsuccessful percutaneous retrieval. Procedural details were not provided. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter was implanted on an unknown date. At some point after the filter implantation, the patient became aware that the filter had tilted and was associated with stenosis and perforation. The patient also reported that the filter had become embedded and could not be retrieved. Details regarding a retrieval attempt procedure were not provided. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, retrieval difficulty and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The trapease vena cava filter is designed for permanent implantation. Six straight struts that contain proximal and distal hooks that are designed for fixation of the trapease vena cava filter to the vessel wall. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The exact implant date is unknown. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to tilting, perforation, stenosis and failed removal attempt due to filter embedment. Removal procedure details were not provided.